Manufacturer narrative:
(B)(4). Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject devices, it is difficult to determine the root cause of the incidents. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. This document represents our final report.

Manufacturer narrative:
This report is to follow up with medwatch report# (B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"Trocar tip broke off in patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped)."